Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customers family reported via phone call that insulin pump buttons were harder to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery cap was worn out and insulin pump screen had rainbow effect. The insulin pump will not returned for analysis.